Event description:
It was reported that the patient had developed an infection. Symptoms of purulent discharge, redness, swelling, lightheadedness, nausea, and fever. The patient was placed on antibiotics.

Event description:
It was reported that the patient had developed an infection. Symptoms of purulent discharge, redness, swelling, lightheadedness, nausea, and fever. The patient was placed on antibiotics. Additional information was received that the infection was not device or procedure related. It was more likely contact dermatitis from either the dermabond or cleaning solution. The patients incision was much improved. No further action was necessary.